Event description:
It was reported that prior to starting a da vinci si surgical procedure that one of the cables came out of the tip of the instrument of the mega suturecut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip close cable was broken at the distal idlers. The idler pulley spun freely and was undamaged. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.